Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing tones from the device. Also, a red blinking light had been observed on the patient's communicator. The patient was instructed to perform a patient initiated interrogation (pii), where a red alert was noted for the device declaring end of life (eol) battery status. The field representative reported that the device had just declared elective replacement indicator (eri) battery status in july. The current monitoring voltage was 2.68v and the charge time was 36.1 seconds.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eol was declared after experiencing one charge time of greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This also caused the eri to eol time period to be shorter than expected.

Event description:
--

Manufacturer narrative:
The device was explanted and was replaced with another boston scientific ICD. The explanted device will be returned for laboratory analysis. This report will be updated when additional information is available.

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.